Event description:
Customer reported a crack in the IV tubing. At 2130, the nurse noted air in the IV tubing distal to the pump. The infusion was paused; the tubing was disconnected, flushed and reconnected to the patient. Approximately 5 minutes later, the nurse observed fluid dripping from the tubing, distal to the pump and found a 1 cm hair line crack in the tubing. After the tubing was changed and the infusion restarted, the pump alarmed for occlusion. The PICC line was assessed for patency and determined that it would not flush manually or with the pump and blood was backing up into the hub. The customer determined the PICC line was clotted and it was replaced. No patient harm reported. The administration set was not received because the customer stated the product was discarded. No investigation will be performed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.